Manufacturer narrative:
The device has not been returned, there an evaluation is not possible. If the device is returned, the agency will be notified of the investigation results. The IFU warns that the surgeon and/or surgical staff using this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual, therefore, does not explain or discuss clinical surgical procedures. It only describes basic operation and important information related to the operation of this instrument.

Event description:
The manufacturer was informed that while a physician was performing a removal of the fallopian tubes, the procedure resulted in the patient having a large hematoma and was hospitalized for three days then released. The area of the hematoma is currently unknown. The physician used a demo device, without training and without a company representative onsite during the procedure.